Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m92w9t. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 3 clips with gap, and 9 conforming clips were fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported." The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thymectomy procedure, the handle jammed and would not fire. The case was completed using another device of the same product code. There were no patient consequences reported.